Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2021-01389. All investigation activities will be captured under report 1416980-2021-01389. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not run (flow) during patient infusion. The device had been filled with 25ml 5% glucose and 96ml 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available